Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, no suture was present when the plunger was removed. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.